Event description:
It was reported that an insulin pump leaked at the junction between the cartridge connector and the pump, and dosing stopped shortly thereafter while the user had been connecting the cartridge and tubing outside the pump and while the glucose sensor was off. Customer care provided assistance that included customer troubleshooting and education on proper cartridge loading. Replacement cartridges, infusion sets, and adapters were shipped. Investigation of this case revealed likely improper assembly and connection sequence contributing to leakage and no insulin delivery. No clinical symptoms were reported as a result of hyperglycemia with a reported blood glucose of 246 mg/dl. Outcomes included interruption of insulin delivery without medical intervention. It was concluded that user technique was the probable cause, and corrective action consisted of education and replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.